Manufacturer narrative:
(B)(6).

Event description:
The customer reported oxygen (o2) failure. It is unknown if the unit was in use on the patient, but there was no patient harm reported. The customer contacted product support and reported that the device's gas delivery subsystem (gds) unit needs to be changed. The customer was provided with the parts identification for the gas delivery system. Further information is currently pending.

Manufacturer narrative:
Per remote service engineer (rse) the reported errors were oxygen not available and oxygen device failed error. The (rse) reported that it is unknown if the unit was in use on patient, because it was the dealer who reported the failure. Per field service engineer (fse) the defective gas delivery system (gds) part of the device was replaced. All tests and controls were performed in accordance with the specified standards. The device works without any problems.